Manufacturer narrative:
(B)(6). Concomitant medical product: zimmer tm reverse shoulder system pin 2.5 mm, cat#: 47430902501, lot#: 63399401. Complaint sample was evaluated and the reported event was confirmed. The pin is fractured and bent, and exhibits grooves, galling and a dull point. A portion of the pin also remains seized in the hole of the base plate drill guide. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2017 - 02725.

Event description:
It is reported that during a total shoulder arthroplasty procedure, the pin spot-welded into the drill guide on the first use of the drill guide. No adverse events have been reported as a result of the malfunction.